Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited "travel coarse error after replacing the position board". No patient injury reported.

Manufacturer narrative:
One medfusion 4000 pump was returned for the evaluation of the reported issue. It was received with the tamper seal removed on the bottom case and plunger assembly. There was also a chip on the lower left front corner of the top case. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "check clutch" error. To further investigate, an occlusion test was performed. The customer's issue was confirmed. The combination of the lead screw and both clutch halves were found slipping during occlusion test. This was determined to be due to normal wear as the device was over six years old. The lead scre and both clutch halves were replaced. Device passed all functional testing during maintenance check.